Event description:
Since [date redacted] - less than one month, have been 3 indwelling PICC [peripherally inserted central catheter] requiring removal due to occlusion. They have all been the same brand and lot#, 1.4fr PICC(s) from the footprint brand, lot# 250098. Patient 1: PICC placed [date redacted]. Removed: three days later [date redacted] - unable to flush/occluded patient was receiving both tpn and ampicillin. Tpn paused and line clamped while ampicillin was given. Patient 2: PICC placed [date redacted]. Removed the following day [date redacted] - unable to flush/occluded patient was receiving both tpn and ampicillin. Tpn paused and line clamped while ampicillin was given. Additional PICC placed [date redacted], removed (pulled out) on [date redacted] - approximately 30 days later. At this time the clot was noted. Patient was treated for left cephalic superficial venous thrombus. Additional PICC placed [date redacted], lovenox (enoxaparin) given to treat thrombosis. PICC was removed on [date redacted] - 10 days later, with no issues with the line. Patient 3: PICC placed [date redacted]. Removed [date redacted] - approximately 7 days later - unable to flush/occluded patient was receiving both tpn and ampicillin. Tpn paused and line clamped while ampicillin was given. Occlusion of PICC line was not immediately following ampicillin infusion, but occurred within 24 hours.